Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of an unspecified vessel was achieved using the starclose se device after an interventional procedure. Reportedly, during advancement of the thumb advancer and sheath splitting, it was noted that a separate shaving of the sheath was being formed. This did not impact on the completion of thumb advancement nor clip deployment. The clip was deployed successfully and hemostasis was achieved. There was no significant impact to the patient and no significant delay to the procedure. The physician is reported to be trained in the use of the starclose se device. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary:the device was returned for evaluation. The reported shaving of the sheath was confirmed. Based on visual inspection and functional testing of the returned device, there is no indication of a product deficiency. The most probably cause for the reported event was determined to be related to the operational context during use of the device. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot indicated did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.